Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. Note: at call back on (B)(6) 2017, the customer stated he did go to the ER to have his blood glucose checked and that it was above 600 mg/dl. Customer stated he was given insulin and his glucose went down to 200 mg/dl. After monitoring his level, the customer was discharged and returned home.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of hi using truemetrix meter. Due to hi results obtained, customer was urged to seek medical attention. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date is (B)(6) 2017. The customer was not concerned with the fasting result of 66 mg/dl in the meter memory. The meter memory was reviewed for previous test result history (date / time not verified for all results): (B)(6). Memory concerns:hi. Customer is concerned with reading of "hi" on meter. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical attention. Date and time not verified on all results. Customer urged to seek medical attention for "hi" readings.